Event description:
It was reported that the patient received inappropriate therapy due to oversensing. An increase in capture thresholds and lead impedance was also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.